Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced bleeding at sensor insertion site. Patient reported active bleeding for one minute, at sensor insertion site. Sensor was inserted at abdomen on (B)(6) 2015. Patient applied pressure to abdomen. Patient suspects bleeding at sensor site is related to scar tissue. Patient did not require medical intervention. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).